Manufacturer narrative:
The reported screw fracture cannot be verified; as the product or radiographs have not been returned for review. The device history record review, complaint history review, and non-conformance review did not provide any indication of a manufacturing deviation. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). This device was not returned to the manufacturer.

Event description:
The dentist reported that the abutment screw iunihg broke.